Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraine") and alopecia ("hair loss") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and dyspareunia had resolved and the hormone level abnormal, migraine, alopecia and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, dyspareunia, genital haemorrhage, hormone level abnormal, migraine, pelvic pain and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, dyspareunia (painful sexual intercourse), general abnormal bleeding, hormonal changes, migraine, hair loss, weight gain. Quality-safety evaluation of ptc: unable to confirm complaint. On (B)(6) 2019: plaintiff fact sheet received: event injury nos updated with pelvic pain, abdominal pain, dyspareunia (painful sexual intercourse), general abnormal bleeding, hormonal changes, migraine, hair loss, weight gain, plaintiff did not undergo confirmation test. Reporter (consumer) information updated, patient date of birth, age group, essure indication updated, product onset date updated, stop date added and reporter causality comment added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We have conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". The patient's medical history included obesity, venereal disease nos, nabothian cyst, medical device site bleeding, gastroesophageal reflux disease, irritable bowel syndrome, corpus luteum cyst (suspected ruptured corpus luteum cyst and that is the blood in the abdomen is what causing this patient discomfort. Reassured patient that this will reabsorb in the next 72 hours, going to give her pain medication ultram.), dysfunctional uterine bleeding, post coital bleeding and hypothyroidism. Concomitant products included sumatriptan from 2015 to 2016. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced migraine ("migraine/migraine/headaches") and was found to have weight increased ("weight gain"). In 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2017, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and menopausal symptoms ("menopausal symptoms") and was found to have hormone level abnormal ("hormonal changes/hormonal changes describe;"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dyspareunia, hormone level abnormal, migraine, alopecia, weight increased, vaginal haemorrhage, menopausal symptoms and menorrhagia had resolved. The reporter considered abdominal pain, alopecia, dyspareunia, genital haemorrhage, hormone level abnormal, menopausal symptoms, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, dyspareunia (painful sexual intercourse), general abnormal bleeding, hormonal changes, migraine, hair loss, weight gain. Current weight: 128 lbs. Complication from essure removal procedure: was supposed to keep both ovaries, but one was not salvageable. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.7 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-oct-2019: plaintiff fact sheet and medical record received. Outcome of the events were updated to recovered. New events menopausal symptoms, abnormal bleeding (vaginal) and abnormal bleeding (menorrhagia) were added. Medical history and concomitant drugs were added. Incident- no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.